Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. Fse found the internal system battery with a low charge. The fse replaced the battery to resolve the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) stating that unit had error message of post 3.3 mon fail. The customer reported there was no patient involvement.